Manufacturer narrative:
The number of events has been updated to include an event previously reported in mfg report# 0001831750-2021-01155 following the completion of an investigation.

Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced an inability to disengage the cot from the fastener. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
Upon evaluation of one of the final devices, it was determined the device was not experiencing the reported issue, thus the correct number of events is 11. The final investigation was completed and the reported issue was confirmed via analysis of data provided by the user.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced an inability to disengage the cot from the fastener. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced an inability to disengage the cot from the fastener. There was 1 event with patient involvement; no adverse consequences were reported.